Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), embedded device ("essure coil in the endometrial cavity/ migration/the endometrial coil was embedded crossways in the endometrial cavity") and endometritis ("endometritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, menometrorrhagia and vomiting. Concurrent conditions included pain in extremity, abdominal pain, cramp in lower abdomen, vaginal bleeding, fever, dysplasia, flank pain, anxiety disorder, irregular menstruation, dysmenorrhea, joint pain, fatigue, depression, fibromyalgia, hyperglycemia, glycosuria, blood in urine and breast cancer. The patient also had a family history of insomnia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and infection ("infection"). The patient was treated with surgery ((B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy and (B)(6) 2009, hysteroscopy, removal of essure coil from endometrial cavity laparoscopy lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and embedded device had resolved and the endometritis, pelvic pain and infection outcome was unknown. The reporter considered embedded device, endometritis, fallopian tube perforation, infection and pelvic pain to be related to essure. The reporter commented: (B)(6) 2009, hysteroscopy, removal of essure coil from endometrial cavity, laparoscopy, lysis of adhesions, bilateral tubal ligation, bipolar cautery (B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy. Concerning the injuries reported in this case, the following one/ones were reported via medical records: endometritis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('essure coil in the endometrial cavity/ migration/the endometrial coil was embedded crossways in the endometrial cavity/puctured through my uterus') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, menometrorrhagia and vomiting. Concurrent conditions included pain in extremity, abdominal pain, cramp in lower abdomen, vaginal bleeding, fever, dysplasia, flank pain, anxiety disorder, irregular menstruation, dysmenorrhea, joint pain, fatigue, depression, fibromyalgia, hyperglycemia, glycosuria, blood in urine and breast cancer. The patient also had a family history of insomnia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection") and fibromyalgia ("fibro"). The patient was treated with surgery (B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy and (B)(6) 2009,hysteroscopy,removal of essure coil from endometrial cavity laparoscopy lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and uterine perforation had resolved and the endometritis, pelvic pain, infection and fibromyalgia outcome was unknown. The reporter considered endometritis, fallopian tube perforation, fibromyalgia, infection, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2009, hysteroscopy, removal of essure coil from endometrial cavity, laparoscopy, lysis of adhesions, bilateral tubal ligation, bipolar cautery. 18jun2015, laparoscopic bilateral salpingo-oophorectomy. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event added- fibromyalgia. Previous event embedded device was updated uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('essure coil in the endometrial cavity/ migration/the endometrial coil was embedded crossway's in the endometrial cavity/punctured through my uterus') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, menometrorrhagia and vomiting. Concurrent conditions included pain in extremity, abdominal pain, cramp in lower abdomen, vaginal bleeding, fever, dysplasia, flank pain, anxiety disorder, irregular menstruation, dysmenorrhea, joint pain, fatigue, depression, fibromyalgia, hyperglycemia, glycosuria, blood in urine and breast cancer. The patient also had a family history of insomnia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection") and fibromyalgia ("fibro"). The patient was treated with surgery ((B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy and (B)(6) 2009, hysteroscopy, removal of essure coil from endometrial cavity laparoscopy lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and uterine perforation had resolved and the endometritis, pelvic pain, infection and fibromyalgia outcome was unknown. The reporter considered endometritis, fallopian tube perforation, fibromyalgia, infection, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2009, hysteroscopy, removal of essure coil from endometrial cavity, laparoscopy, lysis of adhesions, bilateral tubal ligation, bipolar cautery. On (B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event added- fibromyalgia. Previous event embedded device was updated uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('essure coil in the endometrial cavity/ migration/the endometrial coil was embedded crossways in the endometrial cavity/punctured through my uterus') and endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, menometrorrhagia and vomiting. Concurrent conditions included pain in extremity, abdominal pain, cramp in lower abdomen, vaginal bleeding, fever, dysplasia, flank pain, anxiety disorder, irregular menstruation, dysmenorrhea, joint pain, fatigue, depression, fibromyalgia, hyperglycemia, glycosuria, blood in urine and breast cancer. The patient also had a family history of insomnia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection") and fibromyalgia ("fibro"). The patient was treated with surgery (B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy and (B)(6) 2009,hysteroscopy,removal of essure coil from endometrial cavity laparoscopy lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and uterine perforation had resolved and the endometritis, pelvic pain, infection and fibromyalgia outcome was unknown. The reporter considered endometritis, fallopian tube perforation, fibromyalgia, infection, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2009, hysteroscopy, removal of essure coil from endometrial cavity, laparoscopy, lysis of adhesions, bilateral tubal ligation, bipolar cautery (B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event added- fibromyalgia. Previous event embedded device was updated uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), embedded device ("essure coil in the endometrial cavity/ migration/the endometrial coil was embedded crossways in the endometrial cavity") and endometritis ("endometritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, menometrorrhagia and vomiting. Concurrent conditions included pain in extremity, abdominal pain, cramp in lower abdomen, vaginal bleeding, fever, dysplasia, flank pain, anxiety disorder, irregular menstruation, dysmenorrhea, joint pain, fatigue, depression, fibromyalgia, hyperglycemia, glycosuria, blood in urine and breast cancer. The patient also had a family history of insomnia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and infection ("infection"). The patient was treated with surgery ((B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy and (B)(6) 2009,hysteroscopy,removal of essure coil from endometrial cavity laparoscopy lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and embedded device had resolved and the endometritis, pelvic pain and infection outcome was unknown. The reporter considered embedded device, endometritis, fallopian tube perforation, infection and pelvic pain to be related to essure. The reporter commented: 23sep2009, hysteroscopy, removal of essure coil from endometrial cavity, laparoscopy, lysis of adhesions, bilateral tubal ligation, bipolar cautery (B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy. Concerning the injuries reported in this case, the following one/ones were reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('essure coil in the endometrial cavity/ migration/the endometrial coil was embedded crossways in the endometrial cavity/"punctured" through my uterus') and endometritis ('endometritis') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, menometrorrhagia and vomiting. Concurrent conditions included pain in extremity, abdominal pain, cramp in lower abdomen, vaginal bleeding, fever, dysplasia, flank pain, anxiety disorder, irregular menstruation, dysmenorrhea, joint pain, fatigue, depression, fibromyalgia, hyperglycemia, glycosuria, blood in urine and breast cancer. The patient also had a family history of insomnia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection") and fibromyalgia ("fibro"). The patient was treated with surgery ((B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy and (B)(6) 2009,hysteroscopy,removal of essure coil from endometrial cavity laparoscopy lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and uterine perforation had resolved and the endometritis, pelvic pain, infection and fibromyalgia outcome was unknown. The reporter considered endometritis, fallopian tube perforation, fibromyalgia, infection, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2009, hysteroscopy, removal of essure coil from endometrial cavity, laparoscopy, lysis of adhesions, bilateral tubal ligation, bipolar cautery (B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy . Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('essure coil in the endometrial cavity/ migration/the endometrial coil was embedded crossways in the endometrial cavity/puctured through my uterus') and endometritis ('endometritis') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, menometrorrhagia and vomiting. Concurrent conditions included pain in extremity, abdominal pain, cramp in lower abdomen, vaginal bleeding, fever, dysplasia, flank pain, anxiety disorder, irregular menstruation, dysmenorrhea, joint pain, fatigue, depression, fibromyalgia, hyperglycemia, glycosuria, blood in urine and breast cancer. The patient also had a family history of insomnia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection") and fibromyalgia ("fibro"). The patient was treated with surgery ((B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy and (B)(6) 2009,hysteroscopy,removal of essure coil from endometrial cavity laparoscopy lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and uterine perforation had resolved and the endometritis, pelvic pain, infection and fibromyalgia outcome was unknown. The reporter considered endometritis, fallopian tube perforation, fibromyalgia, infection, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2009, hysteroscopy, removal of essure coil from endometrial cavity, laparoscopy, lysis of adhesions, bilateral tubal ligation, bipolar cautery (B)(6) 2015, laparoscopic bilateral salpingo-oophorectomy. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.